Manufacturer narrative:
Upon completion of the investigation it was noted that the it was not possible to investigate the complaint as no sample was returned for evaluation. If the sample is returned in the future, this complaint will be re-opened and evaluated. Review of the history device records confirmed the valve product code 0148csd, with lot ctnbph, conformed to the specifications when released to stock in 9th december 2015. No root cause could be determined since no sample was returned for evaluation. If the sample is returned in the future, this complaint will be re-opened and evaluated. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
Valve started leaking just after inserted but before closing. What was done to complete the procedure: there was more than one valves on shelf, on consignment. Adverse event description: csf leakage can occur before it reaches the catheter.

Manufacturer narrative:
It was previously reported that the device would not be made available for evalauation. Subsequently, the device was returned. A follow-up report will be submitted once the device has been evaluated.

Manufacturer narrative:
(B)(4). Upon completion of the investigation, it was noted that the position of the cam when valve was received was at 120mmh2o. The valve was visually inspected: and confirmed that the silicone house was broken proximal end just before the valve casing, the silicone seems to be clean cut. This has most probably happened during implantation of the valve and would explain the leakage. A search for relative complaint for the same issue with the same product code and lot number for the last year revealed that this is the only issue. Review of the history device records confirmed the valve product code 0148csd, with lot ctnbph, conformed to the specifications when released to stock on the 9th december 2015. The root cause for the tear/cut in the silicone housing is probably due to the user, this however could not be determined. As noted in the IFU silicone has a low tear / cut resistance. Per hhe, it has been concluded that silicone housing tears are not design related, in order for the housing tear to occur the user has to compromise the silicone through a nick or tear in order for the event to occur. Validation testing demonstrates a robust design. Testing has shown that if the silicone housing has been compromised, a housing tear is likely to occur. Based on the results of this investigation, no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.